Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Model #: unknown/not provided. Serial#: unknown/not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: unknown/ not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter telephone number: (B)(6). Device manufacture date : unknown as product serial number was asked but not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a doctor that a zct lens rotated about 10-15 degrees counterclockwise a few months ago. It was discovered after implantation. In a subsequent operation, he then brought the lens back into the correct position. The patient fully recovered and daily activities were not affected. There were no stitches or vitrectomy needed. No other interventions were mentioned. No further information available.